Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). Summary of investigational findings: investigation is based on attached article and image review. At the time of imaging (fig. 1 in the article), the dwell time of the celect filter had been 16 months. The filter demonstrates insignificant leftward tilt, however, this likely contributed to slight abnormal forces on the right lateral most primary filter leg, contributing to the development of a grade 3 interaction of the right lateral most primary filter leg. Figure 2 demonstrates a fluoroscopic image from a nephrostogram where contrast is injected through the needle accessing a lower pole calyx. This confirms severe hydronephrosis with extravasation of contrast around the distal renal pelvis/proximal ureter, consistent with perforation. The underlying ureteral perforation may not have occurred if the ivc filter legs were not perforating through the inferior vena cava, however, patient did have obstructed ureters due to progressive metastatic disease, which in itself can result in collecting system perforation. The distal obstruction resulted in increased pressure within the collecting system causing the hydronephrosis and acting as a more rigid structure for the filter foot to perforate, rather than just displace, as can be seen in a nondilated collecting system. The cause of perforation is likely related to the tilt, but is inevitably multifactorial. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Kassis et al., 2012: "inferior vena cava filter penetration resulting in renal pelvis rupture with urinoma formation". D4) catalog#: unknown but referred to as a cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to article: an infrarenal inferior vena cava filter was placed after an asymptomatic pe. 16 months later she is presented to the ER with bilateral, right greater than left, abdominal pain radiating to her flanks. A CT scan demonstrated bilateral hydronephrosis and right perinephric fluid collection plus a ivcf with ist struts protruding through the ivc and perforating the right renal pelvis. Patient outcome: bilateral percutaneous nephrostomy tubes were placed to treat hydronephrosis. The possibility of retrieving the filter was abandoned given the patient's poor prognosis and comorbid conditions.